Event description:
Additional information was received on 2024-aug-16. The patient reported that they had called the previous friday because their sti mulation was not working, and they had not heard back from a rep yet. They also reported that on the morning of (B)(6) 2024, they were in a car accident, and now they needed an MRI of their cervical spine. The pt did not have their equipment with them and the ins would not charge, even after getting a replacement recharger. The pt requested MRI eligibility guidelines and to meet with a rep . Patient services reviewed the guidelines with the pt. The pt did not have their controller or equipment with them at the time of the call. The pt stated the controller wouldn't connect to the ins and their ins was completely dead in charge and had not worked in over 8 days and hadn't been able to charge the ins for several weeks. The pt stated they tried contacting their doctor's office but they hadn't called them back yet. The pt was redirected to their doctor to have the doctor schedule an appointment with a rep. An email was sent to reps on (B)(6) 2024 making them aware of the pt's request a rep responded stating they called the pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt says that since this past weekend they found they cannot charge the ins and will show low controller battery even when its not depleted. Pt tried passive recharge mode which didn't resolve the issue. Pt says their ins has shifted and not flat in their body. Pt says they are in a lot of pain because they cant charge. Pt mentioned getting a replacement cord sent out recently. Pt says they are having an issue getting into their healthcare provider office. Emailed local manufacturer representatives asking them to call pt.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot/serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the doctor assessed the implant site and noticed it was slightly tilted but did not require revision at this time. The patient met with the rep and was able to charge the implant and get it working.